Event description:
The customer observed falsely elevated magnesium flier on an architect c4000 processing module for a patient. Results were not reported to the medical provider. Sid number or reference range was not available. The following patient data was provided initial magnesium result = 2.88 mmol/l, repeat from another analyzer= 0.9 mmol/l, repeat on this instrument: 0.88, 0.88 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included, no additional patient information was available.

Manufacturer narrative:
This follow-up submission being send to cross reference MDR 3005094123-2024-00576-00 for likely cause changed on 24nov2024; magnesium reagent, list # 03p68-24 to architect c4000 processing module, list number 02p24-01. All further information will be submitted under MDR 3016438761-2024-00705-00.

Event description:
The customer observed falsely elevated magnesium flier on an architect c4000 processing module for a patient. Results were not reported to the medical provider. The following patient data was provided by the customer. The customer is not able to provide the sample ID# nor the reference range. Initial magnesium result = 2.88 mmol/l, repeat from another analyzer= 0.9 mmol/l, repeat on this instrument: 0.88, 0.88 mmol/l. No impact to patient management was reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, and device history record review. Return testing was not performed as returns were not available. Device history record review was performed on lot number 64202ud00, which did not show any potential non-conformances, deviations, or non-conformances. Trending review did not identify any trends for the complaint issue. A search for similar tickets by lot number 64202ud00 found normal complaint activity. File sample analysis was not performed as the issue appears to be specific to the documented patient sample. Sample was rerun on another analyzer and on the same instrument with same reagent lot and generated lower results. In addition, the quality control was acceptable during the erratic result. This indicates the assay is performing as expected. Labeling was found to be adequate for the issue under review. Based on the information within the complaint record, no systemic issue or deficiency was identified.

Event description:
The customer observed falsely elevated magnesium flier on an architect c4000 processing module for a patient. Results were not reported to the medical provider. The following patient data was provided by the customer. The customer is not able to provide the sample ID# nor the reference range. Initial magnesium result = 2.88 mmol/l, repeat from another analyzer= 0.9 mmol/l, repeat on this instrument: 0.88, 0.88 mmol/l. No impact to patient management was reported.